Event description:
The customer reported a defective speaker and sound is not confirmed at time of report. The device was not used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.